Manufacturer narrative:
The insulin pump passed prime/ compromised force sensor, excessive no delivery alarm and displacement test. No excessive no delivery alarm. No button error alarm. The pump was received with intermittent button response due to moisture damage keypad trace. The pump had a cracked display window corners, battery tube threads cracked, and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had keypad anomaly, damage and no delivery alarm. The blood glucose at the time of the incident was 123 mg/dl. Troubleshooting was not able to resolve the issue, by priming. However the customers called back and stated the up and down arrow were unresponsive. The customer also noted damage on the pump. There were cracks on the battery compartment. The device will be returned for analysis.